Event description:
It was reported when the patient presented to the hospital for a normal follow-up, device interrogation revealed noise on the ventricular channel. The patient received inappropriate therapies due to the noise. The noise could be reproduced with evocative maneuvers and pocket manipulation. Increased pacing lead impedance was also observed. The device was explanted and replaced. The patient condition was good before and after the event.